Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a single shock due to dual tachycardia. The shock converted both arrhythmias. This crt-d remains in service. No adverse patient effects were reported.